Event description:
It was reported that the device was in use with patient for infusion (drug name not reported; treatment for primary pulmonary hypertension) and patient noted leaking at the filter area. The reporter stated the patient replaced the tubing to continue the infusion. No adverse effects to patient reported.